Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this kind of event. Reason for reoperation: "stomach ulcers, pain, swollen lymph nodes, thyroid and glands are ¿messed up¿, fibromyalgia, rheumatoid arthritis, osteoporosis" and manufacture of the device is unknown.

Event description:
Patient reported a right side "swollen lymph nodes, and pain." Additionally patient reported "stomach ulcers, thyroid and glands are ¿messed up¿, fibromyalgia, rheumatoid arthritis, osteoporosis", these events are not device related. Manufacturer of the device is unknown. Device remains implanted.